Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was successfully activated and the recipient is experiencing no issues. Additional treatment details will not be provided. The external visual inspection revealed that the array was severed prior to receipt, in addition to sliced silicone overmold and tool damage to the top and bottom covers and the fantail region. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2021, the recipient was reportedly reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced skin flap breakdown followed by device extrusion. The recipient presented with inflammation. The recipient was given a course of antibiotics. The recipient's device was explanted. The recipient will be reimplanted at a later date.